Event description:
The user facility reported that the locator/insertion sheath assembly of an angioseal device could not be inserted into the artery following removal of a 6 french procedure sheath. The device was not used, and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved using manual compression alone. The procedure performed prior to attempted device use was percutaneous coronary intervention. A pre-deployment angiogram was conducted. The puncture site was located distal to the inguinal ligament of the right common femoral artery. The vessel diameter was measured at 6 millimeters. The estimated blood loss was less than 250 cubic centimeters. The device was not implanted. No equipment or other devices were used with the above product.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).